Event description:
The patient underwent surgical intervention due to the fact that it was found that the nail, and the screw fractured approximately a year after the initial surgery. The site of the subtrochanteric fracture was non-union.